Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported a possible "dural" leak at the pump catheter entry despite the rarity for a "dural" leak to return following resolution from the implant. Actions/interventions included a blood patch procedure was done on the patient. It was noted that the cerebrospinal fluid leak was resolved after blood patch. The patient's condition has improved. The patient's headache was also resolved. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient was receiving preservative free normal saline (pfns) 9.0mg/ml for a total dose of 0.0572 mg/day. The indication for use was non-malignant pain. It was reported on (B)(6) 2014 clinical notes indicated cerebrospinal fluid (csf) from the incision site had been leaking for the past week. On (B)(6) 2014 the clinic note referenced dural leak following implant. No further information was provided. Event date was (B)(6) 2014. Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient complained of continuing headaches that was worse with standing and walking, and resolved when laying down. It was also noted that the incision site was leaking as previously stated. The patient reported on (B)(6) 2014 the incision wound was cleaned. Interventions included a blood patch to seal the leak on (B)(6) 2014. The clinical diagnosis was post pump implant cerebrospinal fluid (csf) leak. The outcome of the event resolved without sequelae on (B)(6) 2014. The etiology of the event indicated the relationship of th e event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related, and related to surgery/anesthesia. No further complications were reported/anticipated.